Event description:
On (B)(6) 2024, it was reported by an arthrex employee via sems (B)(4) that a dualcomp hindfoot nail, ar-9090-02s, is having issues. The screw came out and will not go back in. See photo attached. Found during a case, no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically misuse of the device. The complaint allegation was confirmed based on the customer's attached picture, where the device was displayed with the screw out of place.